Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged casing/shroud. The analysis results showed that one device arrived with the hook shroud open by the seam and with a cartridge loaded on the device. The cartridge was returned full of staples. No functional test was performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and no anomalies were found. Although no conclusion could be reached as to how the hook shroud became damaged, the damage to the hook shroud may have been due to an excess force applied to the adjusting knob while trying to open / close the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy, they were unable to get the jaws to close and that caused a clip gap. Used another like device to complete the case with no patient consequence.

Event description:
It was reported that during an unknown procedure, the device was used at the bronchus. The device was fired without a cartridge at the first firing and cut the bronchus. When the doctor cut the bronchus with surgical knife, it was found that the cartridge was missing. The missing cartridge was found on the mayo table. The site was sutured by hand to complete the case. No bleeding occurred. The patient¿s condition is stable now. The doctor commented as follows; there were no difficulties in the firing. The nurse might take out the cartridge by mistake. There were no adverse consequences for the patient.